Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that a knee aspiration was performed due to increased swelling with hematoma.